Event description:
It was reported that a cartridge alarm occurred during the loading sequence. There was no adverse impact to the customer's blood glucose level. Customer followed proper technique to load a new cartridge with assistance from technical support and successfully resumed insulin therapy.